Event description:
It was reported that the patient had fever, chills and nausea following a lead pull. The investigation was unable to determine which lead attributed to the issue. These symptoms have now resolved.

Manufacturer narrative:
B3: event date is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode trial lead, model: 3086ans, UDI: (B)(4), serial:(B)(6), batch: a000156573.